Event description:
It was reported that a few days after the surgery, the pt's symptoms had not improved, and subcutaneous fluid was found by a CT scan. On (B)(6), 2010, the pt had a revision surgery and the doctor found the catheter was infected.

Manufacturer narrative:
(B)(4). The peritoneal catheter passed the patency check and showed no anomalies. The sterilization records for lot c64800 indicate that all processing parameters were within specifications and all samples passed quality testing. The instructions for use that accompany the product caution that "local and systemic infections are not uncommon with any shunting procedure". Medtronic neurosurgery has received no other complaints for this lot and a review of the mfg records showed no anomalies.